Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed and they were successful. The remote communicator displayed a red call doctor icon. The patient was referred to contact their clinic regarding the red call doctor icon. The red doctor icon was displayed due to the right ventricular (rv) lead for this pacemaker system exhibiting high out of range impedance measurements. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed and they were successful. The remote communicator displayed a red call doctor icon. The patient was referred to contact their clinic regarding the red call doctor icon. The red doctor icon was displayed due to the right ventricular (rv) lead for this pacemaker system exhibiting high out of range impedance measurements. This device remains in service. No adverse patient effects were reported.